Event description:
The customer contacted the sales representative that then put the customer through to customer service and reported that while charging the base unit (battery pack), it sparked and caught fire. The customer was not using the device when the event occurred. There were no injuries, and no medical intervention was required. The reported damage was to the battery pack, which houses a lithium-ion battery supplied by (B)(4), a third-party supplier that hyperice no longer uses for batteries. No damage to the device itself was reported.

Manufacturer narrative:
The device was manufactured by a contract manufacturer, ryder electronics (B)(6) ltd., located at (B)(6). While awaiting set-up of its electronic submissions gateway, hyperice attempted to submit this report via email to (B)(6) on (B)(6) 2024.